Manufacturer narrative:
On 1/27/2009, a superdimension sales rep stopped at the site to check the system with a traveling model. The rep was unable to replicate the issue, even while using the same cables. Pneumothorax is a known complication with a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approx 27% with a CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.